Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Rsa 3.2 pilot wire ((B)(4)) would not fit through baseplate centering guide - left. Dr. (B)(6) tried 2 pilot wires and neither worked / fit. Fits through right centering guide ok but not left. Baseplate centering guide left needs replaced asap. Pilot wires were thrown away by hospital staff. Returning guide. No adverse consequences to patient.

Manufacturer narrative:
An event regarding seizing involving a baseplate centering guide was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis report concluded: evidence of galling was observed in the guide hole of the instrument. Eds analysis indicated the base material was consistent with specification requirements and that 316 stainless steel was present in the material damage indications. This material transfer is consistent with a galling condition. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for this lot. Conclusions: the investigation determined the root cause of the event was galling found inside of the guide hole of the baseplate centering guide. It was determined that there was severe rubbing of the k-wire causing a large amount of debris. Due to the debris build up the wire will not be able to pass through the guide.

Event description:
Rsa 3.2 pilot wire (5901-1119) would not fit through baseplate centering guide - left. Dr. (B)(6) tried 2 pilot wires and neither worked / fit. Fits through right centering guide ok but not left. Baseplate centering guide left needs replaced asap. Pilot wires were thrown away by hospital staff. Returning guide. No adverse consequences to patient.